Manufacturer narrative:
Insulin pump received with all buttons responding properly. However, insulin pump had moisture damage on keypad traces. No button error alarms noted. Insulin pump received with cracked reservoir tube lip, belt clip slot, minor scratches on display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump was alarming button error. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 114 mg/dl at time of reporting. Nothing further reported.